Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a transobturator mid-urethral sling insertion procedure performed on (B)(6) 2022. During the procedure, both association loops on either side of the mesh fell off outside the patient, preventing the doctor from inserting it into the patient's anatomical spot. Reportedly, the procedure was completed with another obtryx system - halo device. There were no patient complications reported as a result of this event.